Event description:
On (B)(6) 2010, it was reported that the pt experienced a burning sensation. It was also reported that the pt had a throbbing, aching pain near the implant site on the left side of her body and near where the lead electrode site was located. The main pain was to the right of the electrode site. The pt had an appointment with her hcp to investigate. On (B)(6) 2010, it was reported that the pt's hip hurt when she tried to walk. The pt experienced a burning sensation and aching across her back, and stated that you could not touch her back because of the pain. When the pt sat down it took her breath away. It was reported that the stimulator worked for what it was implanted for (lower spine, legs, feet) but caused new pain between the shoulders and to the right of the incision. It was reported that the hcp could not find anything wrong, and thought the nerve endings may have been cut and the pt needed more healing time. On (B)(6) 2011, it was reported that the pt had noticed improvements in her ability to sleep and sit for periods of time, but thought her body was not tolerating the device well. The pt's back still ached at the incision site and it hurt to walk on her left leg after the implant in the left hip. On (B)(6) 2011, the hcp reported that they last saw the pt on (B)(6) 2010 for generator placement pain. The hcp stated that they did not believe there was a device problem related to the pt's symptoms. There was no evidence of infection noted in the pt charts, and no troubleshooting was performed. The pt outcome was unknown. On (B)(6) 2011, it was reported that the pt had met with her hcp and a manufacturer representative. She was still having problems with her system, but they seemed to be improving. It was reported that her back was still very tender at the implant site, but was better than it was two months ago. The pt stated that she was very sensitive to electromagnetic interference (emi), especially her cell phone, and was learning to keep her distance, but noted that overall the device was "so worth all the getting used to". On (B)(6) 2011, it was reported that the pt had pain on her left side where the device was located. It was also reported that emi caused the pt's face and ear to heat up, and she could feel burning. This occurred with stimulation on and off. The pt had an appointment with a neurologist.

Manufacturer narrative:
(B)(4).